Event description:
Went for an MRI, and the technician would "not" stop when I told her I had a burning pain in my back. I now have damage to my spine and hip from the MRI. The radiologist will not talk to me. I have included more info for you to look at. These are the symptoms that I have received after having the MRI done at your office: pain directly on and around the leads of the stimulator. Radiating pain in my hips, lower back and middle back. Loss of urinating stream; hard to go, and very weak stream¿takes forever. Loss of strength in my legs; I feel very weak. Can't stand for long. I have called my primary care physician to make an appointment to find out how much damage there is to my back from this MRI. FDA public health notification, issued (B)(6) 2005.